Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked display screen, supported by customer-supplied photographs, and a replacement device was provided with instructions for data sync, shutdown, and return of the original unit. Symptoms included no reported adverse clinical effects, and the user¿s blood glucose at the time of contact was 160 mg/dl. Outcomes included no medical intervention and no hospitalization. Investigation included review of customer communications, verification of serial number and logistics for replacement and return, and attempts to obtain the original device for evaluation. Investigation of this case revealed physical damage to the screen consistent with external impact or handling, with no evidence of device malfunction or alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external factors, not a device performance failure.